Manufacturer narrative:
It was reported by the customer that leak from the upper blue connection. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2420-0007 lot number 24113245 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim wanted to make everyone aware of leaking primary lines. The lot no. Is 24113245. It was noted to leak from the upper blue connection (where the rigid and soft part of the line is connected customer disposition request: credit medline.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
Ten unopened samples were received for quality evaluation. Visual inspection was conducted and there were no damages or abnormalities identified on the samples. The samples were then primed and a simulated infusion was conducted at a rate of 125 ml/hr for 1 hour. There was no indication of leakage or any other issues with the infusion sets. The customer complaint of leakage was not confirmed. A root cause investigation was not conducted due to the reported failure not being replicated in the samples submitted. A device history record review for model 2420-0007 lot number 24113245 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.